Event description:
The customer reported image interference, lines during a bowel scoping procedure involving an olympus colonovideoscope. The intended procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.